Event description:
On 09/26/2024, it was reported by a distributor via (B)(4) that an ar-3636 knotless 1.8 fibertak blue repair stitch was passed through the labrum, and there was a tail remaining at the anchor site, which prevented the conversion through knotless mechanism. The anchor was pulled out, and a pushlock was used with the repair stitch to complete the case. This was discovered during a shoulder arthroscopy procedure one (B)(6)2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.